Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized at the time of death. It was not reported if peritoneal dialysis (pd) therapy was ongoing until the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The patient passed away on an unreported date. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device was manufactured in 1995. The device was received for evaluation. A review of the event history log revealed no failure, malfunction or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported problem. An external and internal inspection was performed and no issues were found. The power on self-test was successfully performed. The manifold assembly was replaced. The device passed all check and calibration tests successfully during service. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.